Manufacturer narrative:
The field service engineer (fse) followed up with the customer and confirmed the system later worked properly with no further issues. The psc was possibly left unplugged, but the root cause of the reported issue could not be confirmed. No site visit was conducted since the system was working properly and no additional action was required. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. Event verification was performed and confirmed the procedure type and procedure date as reported. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, there were multiples errors during setup that the system sk3258 was running on battery. It is unknown if ports were placed on the patient at the time of the issue. The site tried to use to the patient side cart (psc) from system sk3257 with the vision side cart (vsc) and surgeon side console (ssc) from system sk3258 due to the psc error. Then, error 31016 occurred warning about software incompatibility. The technical support engineer (tse) confirmed the systems had different software versions. The tse asked the caller to interconnect the subcomponents with the same system serial number to align the software versions. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 16-mar-2022 and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The system was swapped with another system to complete the surgery robotically. There was no patient injury as a result of the issue.